Event description:
Pump MFR#: 2916596-2021-07147.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage advisory alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (b)6) was returned for analysis, a log file was submitted as well as downloaded for review. The log files showed overlapping events spanning approximately 34 days (B)(6) 2021 per timestamp). Atypical low voltage advisory alarms while connected to battery power were intermittently active from (B)(6) 2021 at 19:09:26. These alarms coincided with fluctuating rsoc voltage readings on the white power cable, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected during these events. There were no other notable alarms. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The alarm was unable to be reproduced during testing. Multiple good faith efforts were sent regarding the reason for the controller exchange. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications was shipped on 16jul2018. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a crack in their driveline. It was advised that the driveline cosmetic damage can be repaired with a silicon fusion tape (rescue tape). Log file analysis revealed 5 pulsatility index (pi) events, routine power source changes, and low voltage hazard events. The low voltage hazard events may be due to occasionally depleted batteries to a hazard state. It was advised to the patient to examine and clean the patient's batteries and clips. The patient's system controller was replaced on (B)(6) 2021.